Event description:
The device was used during a cholecystectomy procedure. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the device fire and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.